Event description:
Boston scientific crm received information that this right ventricular (rv) lead became dislodged post-implant. A lead revision procedure was performed and the lead was successfully repositioned with good sensing and threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.